Event description:
Procedure: lap appendectomy. According to the reporter: jaws closed on tissue. The device was fired but then the jaws would not open to release from tissue. A harmonic was used to resect the device.

Manufacturer narrative:
Initial report sent to FDA on 09/11/2009.